Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Fluoroscopic imaging revealed that the lead was fractured. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.